Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon log file shows unexpected system state change stopping while starting, small focus error. Fse found the problem with the small filament tube being open. Fse replaced mrc x-ray tube and performed required calibrations and performance tests. After replacement of mrc x-ray tube, system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc and the tube. The fse reseated the flexvision pc and replaced the tube and returned the system to use in good working order.